Manufacturer narrative:
(B)(4). Date sent: 07/28/2025. D4: batch#: 454d08. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with two gst60g reloads present. The reload (b) was received unfired. The reload (c) was received with the one-piece sled slightly out of position and unfired making it nonfunctional. No functional test was performed due to the condition of the device. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch#: a97e6d, and no non. A manufacturing record evaluation was performed for the finished device batch number: 454d08, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophageal procedure, it was observed that the device could not be fired. Changed to another one to continue the procedure but the same problem happened again. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.